Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 15-jul-2021. The device evaluation was completed on 13-aug-2021. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection, electrical and shaft proximity interference (spi) screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the thermocool® smart touch® sf uni-directional navigation catheter. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, force could not be performed due to temperature failed. A failure analysis was performed and it was found that there is a loss of electrical resistance from the cut to the pins creating the temperature issue. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. To minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and the biosense webster product analysis lab observed a hole on the pebax. Initially, there was increasing force and a lot of noise on the distal electrode during ablation. Surgery was not delayed. The catheter was changed and the procedure was completed successfully. There was no patient consequence reported. The noise issue was assessed as not MDR reportable as the risk to the patient was low. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-aug-2021 there was reddish material and a hole on the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 13-aug-2021.